Event description:
In may, 1998, pt was admitted for a fracture of the right femur. The surgeon, in the process of repairing the right femur, inserted two fully threaded cross screws. In july, 1998, a second surgery was required to remove the screws that had allegedly failed. There was no adverse consequence for the pt reported.